Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the lead's impedance had spiked and had gradually increased after the spike. It was further reported that during the revision of the rv lead the right atrial lead was found to have a break/tear in the insulation. The doctor decided to cut off and cap both leads and implant a new system on the other side of the patient. No patient complications have been reported as a result of this event.